Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0x3lw, serial#: implanted: (B)(6)2015, explanted:, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that three of the connectors were broken off. They did not know if the connectors were broken at the battery site or where they were put, and did not know what the healthcare provider was referring to when they used the term connectors. They were not sure when the connector broke off, but knew the device was not working.